Manufacturer narrative:
(B)(4). Device code (B)(4) failure to follow steps/instructions was added to capture no femoral angiogram performed at access site. The perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 7fr sheath after an interventional procedure to treat peripheral arterial occlusive disease. Femoral angiogram or other femoral imaging was not performed. Reportedly, the anterior needle of the proglide device had a cuff miss. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.